Event description:
The customer initially reported that they replaced their ion selective electrode (ise) chloride test electrode on (B)(6) 2014 since it was due to be replaced. After replacement, quality controls were running on the low side. The customer performed various maintenance functions in order to get the quality controls back up, but were not successful. The customer replaced the electrode again on (B)(6) 2014, but there was no improvement in control recovery. The customer has replaced all ise reagents and probes. The customer stated that they would try activating the electrodes a few times. The customer ran material and results were within (B)(6) or less of their original recovery. The customer also tried a few tube conditionings, running 15-20 dummy samples, and then recalibrating. Control recovery was still low. The customer sent a few samples from (B)(6) 2014 to another laboratory with an integra 400+ analyzer and results were found to be biased low compared to this other analyzer. The customer provided data for six patient samples that were questioned. Of the six samples, one had an erroneous ise chloride result that was reported outside of the laboratory. The sample initially resulted as 92 mmol/l accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated at the other laboratory on an integra 400+ analyzer and resulted as 106 mmol/l. The repeat result from the other laboratory was believed to be correct since the problem analyzer had the quality control bias. The physician did not question the original result and no corrected reports were issued. The patient was not adversely affected. The ise chloride electrode lot number was 21541042 with an expiration date of 08/22/2014. The field service representative could not determine a cause. As a precautionary measure, he replaced the ise calibrators and ise solutions. He replaced the sample probes, the s1a, s2a, s1b, and s2b syringes. He performed electrode deproteinization 4 times and "electrode service" 2 times. He performed "condition tubing" and performed "activate electrodes" 4 times. He adjusted the "air/mix" to specifications and performed new "washtime". He ran an ise performance check and this passed. He calibrated ise tests and these passed. He performed a check test and this passed. Quality controls were run and results were within the customer's specifications. He performed precision studies with quality control material. A specific root cause could not be determined. Additional information for investigation was asked for, but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.